Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2015 with the following findings: investigation revealed that the battery compartment was cracked and there was corrosion in the battery compartment. Leak testing revealed a leak at the battery compartment crack. The pump casing was removed and there was evidence of moisture damage found inside the pump.

Event description:
The pump was returned for investigation. Investigation revealed that there was corrosion in the battery compartment, moisture damage inside the pump, and damage to the battery compartment. This report is made based on results of investigation completed on 09/26/2015.